Event description:
The patient (united kingdom) received a scs system on (B)(6) 2011. It was reported that the patient experienced redness, swelling and discomfort over the ipg site. The physician planned to perform a revision procedure; however, the surgery date is undetermined. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.